Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on (B)(6) 2019 within 10 minutes: 8.9 mmol/l and 18.9mmol/l. The patient also received the following results on (B)(6) 2019 within 10 minutes: 17.2 mmol/l, 8.4 mmol/l. The patient also received the following results on (B)(6) 2019 within 10 minutes: 7.9 mmol/l (system 1) and 18.4 mmol/l (system 2). The customer's test strips were used for all results.